Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had damage at the distal end; the cable was hanging loose but was not torn. No loose material was found inside the patient, and the instrument appeared to be complete. The power cord was loose, but it wasn't broken. There was no allegation of arcing during the procedure, the instrument had lost its cauterization function, and there was no issue with the jaws of the instrument moving in the wrong direction or opposite the surgeon controls; instead, the instrument wouldn't move anymore. There was no arcing. The patient was not injured by the defective instrument. Due to the instrument¿s malfunction, the team attempted to remove it, and the surgeon was unable to remove the grasped tissue from the tip of the instrument because the instrument no longer responded to any movement. The team then used the ¿rescue screwdriver,¿ but the instrument still could not be removed; it remained bent, completely jammed, and rigid, and they had to remove the trocar to retrieve the instrument and open a new bipolar forceps. The tissue that was removed consisted solely of fatty tissue and contained no blood vessels, posing no risk to the surgery. The patient was not directly injured by the defective instrument. There no reported patient harm, adverse outcome, or injury. No fragment fell into the patient and the issue did not cause any delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary failure of dislodged instrument proximal clevis to be related to the customer reported complaint. Investigation determined that the primary failure was a dislodged proximal clevis, which is consistent with the reported complaint. The instrument was found with the proximal clevis dislodged and attached to the main tube.